Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the atrial output connector was broken. Analysis also found the lower case wires and display wires were pinched (insulation not compromised). (B)(4).

Event description:
It was reported the epg (external pulse generator) was broken. The epg was returned for repair and calibration. No patient complications have been reported as a result of this event.